Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2011 due to an unknown malfunction. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).